Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, there was no issue found with the dso sensor. No issue was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump produced a cassette not attached alarm. In addition, the dso reset at 1mv. No patient injury or complications were reported in relation to this event.